Manufacturer narrative:
Visual examination of the returned product revealed a hair inside the embossed sheath. The device was manufactured prior to the actions implemented in april 2021.

Event description:
According to the available information, there was a hair in the sterile package.